Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip came loose. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts.